Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "a patient presents with extreme bradycardia of 30 bpm plus signs of low output. Transvenous pacemaker insertion is indicated, initially via the right subclavian vein, with prior antisepsis and asepsis, and infiltration with lidocaine. The vein is successfully cannulated with a single puncture, a guide wire is passed, and the first dilator is inserted without complications. Subsequently, the second dilator is passed, but upon removing the guide wire, it deforms and damages the second dilator. The guide wire cannot be removed without reinserting the first dilator, and upon removal of the guide wire, it is found to be severely deformed." It was reported the tip was unraveled during insertion of the dilator, which caused the guidewire to get stuck in it. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "a patient presents with extreme bradycardia of 30 bpm plus signs of low output. Transvenous pacemaker insertion is indicated, initially via the right subclavian vein, with prior antisepsis and asepsis, and infiltration with lidocaine. The vein is successfully cannulated with a single puncture, a guide wire is passed, and the first dilator is inserted without complications. Subsequently, the second dilator is passed, but upon removing the guide wire, it deforms and damages the second dilator. The guide wire cannot be removed without reinserting the first dilator, and upon removal of the guide wire, it is found to be severely deformed." It was reported the tip was unraveled during insertion of the dilator, which caused the guidewire to get stuck in it. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).